Manufacturer narrative:
The sales representative was going to investigate this further. Should additional information become available to our company, this report will be updated.

Event description:
Boston scientific received information that this sales representative was requesting a device check to verify outputs because she was informed there was loss of capture occurring. Appears the right ventricular outputs were programmed to 0.8v at .5ms. A remote follow up download from (B)(6) 2010 (5 months ago) indicated the outputs were at 2.6v. Technical services concluded that it appears someone reprogrammed the right ventricular outputs previously. No adverse patient effects were reported.